Event description:
It was reported that during a filter placement procedure, the filter did not fully expand. Utilizing a right femoral vein insertion method, the greenfield filter was inserted into the patient's vena cava. The filter was deployed; however, it did not fully expand. There were no difficulties noted during use of the device. The filter remains implanted. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).